Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician indented to close the 7 french right femoral access with the angio-seal 8 french; however, when they opened the device, the angio-seal was kinked. No blood loss was reported, and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the device packaging, carrier tube, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. No other damage or kinks were noted on the returned components. The sample was returned for evaluation and the bypass tube was not returned and the anchor was exposed. No damage or kinks were noted on any returned components during evaluation. Based on the condition of the device, the complaint can be confirmed for a detached bypass tube. The exact root cause could not be determined. It is possible that the bypass tube became detached prior to device unpackaging, however, this was unable to be confirmed. A corrective action has been initiated for this issue. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).